Event description:
It was reported that during the semi-annual check-out, the external pulse generator (epg) was missing the protective cover. The part number and estimated replacement cost were provided to the customer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).